Event description:
Boston scientific received information that the clinic contacted boston scientific technical services (ts) to reprogram the device with a less aggressive minute ventilation (mv) because when the patient took a deep breath their heart rate increased. Ts discussed programming options. After the mv feature was reprogrammed the patient's rate stayed the same when breathing deeply. The device remains in service and there were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.